Event description:
It was reported that the device exhibited a downstream occlusion alarm. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged downstream occlusion (dso) seal. Functional tests were performed using the occlusion test and found a defective dso sensor. The dso sensor and seal will be replaced.